Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly failed to advance completely through a 7 french cordis bright tip introducer sheath and as a result the hub was detached during removal. The health care professional (hcp) gained patient access to treat the target lesion located in the radiocephalic av fistula in the patient's left forearm. The hcp predilated the target lesion and then prepped the lutonix dcb in accordance with the instructions for use (IFU). The hcp loaded the lutonix dcb onto an 035 terumo glidewire of regular stiffness and advanced the lutonix dcb. Reportedly, the lutonix dcb was unable to be advanced forward or removed from the guidewire. The hcp reportedly applied force to remove the lutonix dcb. Allegedly, the lutonix dcb¿s hub then separated from the catheter shaft during an attempt to remove the lutonix dcb. Then the hcp removed the lutonix dcb and the guidewire as a single unit, while maintaining patient access with the introducer sheath. Another guidewire and lutonix dcb were used to complete the procedure without issues. The lutonix dcb was returned for evaluation, which revealed the catheter's inner lumen and outer shaft were torn in the middle. Furthermore, the distal portion of the catheter was stuck on the guidewire. No adverse patient outcomes were reported.

Manufacturer narrative:
Additional information: eval code & desc method codes "4110, 4111, and 10" were added. Corrected information: eval code & desc conclusion code "11" was changed to "4310 and 22." Device evaluated by MFR: analysis/device evaluation: returned device evaluation reveals the device was severely damaged with the inner lumen and outer shaft torn and separated from one another. The guidewire was stuck in the inner lumen. The shaft, at the catheter hub, was kinked with separation. The inner lumen was severely accordioned, which likely caused the guidewire to become stuck. The evaluator performed destructive testing and removed the balloon, the outer shaft, and the inner lumen in small sections, which allowed the guidewire to be removed. During destructive testing, a thin opaque material was found surrounding the guidewire, which is part of the inner lumen. A lot history review revealed this is the only failure to advance and remove, device incompatibility, torn catheter complaint associated with this lot. A review of the device history record (DHR) indicated the lot was manufactured to specification prior to the distribution of the product. Conclusion: the actual sample was received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The device was severely damaged with the inner lumen and outer shaft torn and separated from one another. The guidewire was stuck in the inner lumen. The shaft, at the catheter hub, was kinked with separation. The inner lumen was severely accordioned, which likely caused the guidewire to become stuck. The evaluator performed destructive testing and removed the balloon, the outer shaft, and the inner lumen in small sections, which allowed the guidewire to be removed. During destructive testing, a thin opaque material was found surrounding the guidewire, which is part of the inner lumen. The hcp loaded the lutonix dcb onto an 035 terumo glidewire, but was unable to advance forward or be removed. The hcp stated force was applied to remove the lutonix dcb. A definitive root cause could not be determined based on the information provided. It is unknown if the patient and/or procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter, which revealed several kinks at the distal end of the strain relief, 33 cm, 24 cm, and 21 cm geomarkers. The outer shaft had intermittent focal necking between the 21-34 cm geomarkers. Also, the outer shaft was focally necked proximal to the balloon bond. The distal inner lumen was torn at the 26 cm geomarker. Both ends of an inner lumen section, distal to the 20 cm geomarker and proximal to the 21 cm geomarker, were torn. The distal end of the outer shaft was torn. The proximal outer shaft was torn and the inner shaft was accordioned in 3 different locations proximal to the balloon bond. The separated portion of the catheter was present on the returned guidewire and could not be removed from the catheter. The balloon was still pleated/folded. Functional testing revealed neither of the two catheter ports were able to be successfully flushed. Conclusion: the returned sample is undergoing evaluation, which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly failed to advance completely through a 7 french cordis bright tip introducer sheath and as a result the hub was detached during removal. The health care professional (hcp) gained patient access to treat the target lesion located in the radiocephalic av fistula in the patient's left forearm. The hcp predilated the target lesion and then prepped the lutonix dcb in accordance with the instructions for use (IFU). The hcp loaded the lutonix dcb onto an 035 terumo glidewire of regular stiffness and advanced the lutonix dcb. Reportedly, the lutonix dcb was unable to be advanced forward or removed from the guidewire. The hcp reportedly applied force to remove the lutonix dcb. Allegedly, the lutonix dcb¿s hub then separated from the catheter shaft during an attempt to remove the lutonix dcb. Then the hcp removed the lutonix dcb and the guidewire as a single unit, while maintaining patient access with the introducer sheath. Another guidewire and lutonix dcb were used to complete the procedure without issues. The lutonix dcb was returned for evaluation, which revealed the catheter's inner lumen and outer shaft were torn in the middle. Furthermore, the distal portion of the catheter was stuck on the guidewire. No adverse patient outcomes were reported.